Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 25-aug-2025, the school nurse reported the user had been running high overnight. Parents were contacted to bring supplies for a supply change. Blood glucose (bg) was confirmed at 465 mg/dl by fingerstick. During a dry run supply change, the user received an ¿unable to proceed¿ alert, and the agent advised implementing backup therapy as the pump required replacement. The nurse began arranging multiple daily injections (mdi). Highest blood glucose (bg) recorded was 465 mg/dl. No symptoms, medical intervention and further assistance were reported during the event and at the time of call.